Event description:
Patient power port was accessed according to policy protocol. Upon attempting to remove needle from patient and engage the safety release- this stopped halfway. Unable to safely remove needle with protective device. Removed needle from patient port and secured open end of needle. Removed from service with original packaging and placed in clinical leader office and labeled. Device and packaging will be returned to the manufacturer. No harm to patient or staff; however, event increases risk of exposure to chemo agents to patient/staff and inadvertent needle stick to staff.